Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction during service resulting in loss of mechanical ventilation. There was no patient involvement.